Event description:
The svc report shows during a preventative maintenance action it was found that the filter heater did not work. The nellcor puritan-bennett customer support engineer (npb cse) verified that the filter heater did not work. The npb cse inspected the device and replaced the filter heater assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.